Manufacturer narrative:
Initial.

Event description:
It was reported that after eating breakfast, the user announced the meal and the ilet delivered approximately (B)(4) units; blood glucose rose to about 269 mg/dl and later decreased to 80 mg/dl, with no device component implicated and the device problem undetermined due to insufficient information. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to identify a device problem or component issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.